Event description:
The complainant reported a 72-year-old male patient presenting for high risk percutaneous coronary intervention. Immediately following impella support, it was noted that the patient developed limb ischemia. It was described that there was no pulse in the impella leg after manual pressure had been applied to the site post removal. A thrombectomy was performed which resulted in the removal of a thrombus in the right leg and the placement of the stent. The patient was stable following the intervention.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.